Event description:
The endotracheal cuff would not deflate. Needle decompression through cricoid thyroid space per the surgeon was attempted. The physician encountered difficulty with the endotracheal tube cuff deflating. Several attempts were made to deflate the device, however, staff members were unable to remove the tube. Anesthesia was re-induced and the anesthesia team performed a direct laryngoscopy. They could see the blue portion of the medtronic endotracheal tube; however, they were unable to visualize the cuff directly. They tried to aspirate air out of the cuff with a needle directly; however, this technique was aborted, as staff was unable to see the cuff itself. Transtracheal aspiration of the balloon with a small needle was considered. The skin over the cricothyroid membrane was cleaned with alcohol pads and a 22-gauge needle was then inserted through the cricothyroid membrane, and air was aspirated from the ett cuff. This allowed the balloon to deflate and the endotracheal tube was finally able to be removed. The patient was already breathing on their own, and they were then taken to the post-anesthesia care unit in good and stable condition.